Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that an anti-e of a patient sample was missed when testing with biotest cell 3 on tango infinity. The customer did neither return the supposedly defective product nor the patient sample that had caused a false negative test result. At the time we received information which lot was used for the actual testing, the supposedly defective product was already expired. Therefore the quality control laboratory's retained biotest cell 3 lot was not tested. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The customer understands that not all antibodies will be detected by all methods and does not want an investigation. The customer does not want the affected tango infinity to be inspected by one of our field service engineers. They are convinced the issue is isolated to specific patient sample and will not be participating in any requests for this case.